Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted minor body fluid contamination in the lead barrels. All seal plugs were intact and all set screws operated normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a competitor right ventricular (rv) lead exhibited high out of range rv pace lead impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The rv lead was surgically abandoned and replaced with a new lead. The lead was not tested through a pacing system analyzer (psa) and no connection issue was observed. The pacemaker remains in service. No additional adverse patient effects were reported.